Event description:
This lead was implanted on (B)(6) 2008 and remains implanted at this time. A call to technical services was placed on 07/15/2014 informing that this lead exhibited sensing issues. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).